Event description:
A hospital in the (B)(6) complained that the blue grip of the pfna inserter became loose during surgery, while being used in a correct way. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis subject device is an instrument and is not implanted/explanted device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
The investigation of the returned impactor has shown that the welding between the handle and the shaft is broken. The review of the production history revealed that this instrument was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Based on these findings we have to assume that excessive strokes on the impactor have caused the breakage of the welding seam. The complaint was determined to be invalid. The complaint stated the proximal femoral nail antirotation (pfna) impactor became loose

Event description:
The complaint stated the proximal femoral nail antirotation (pfna) impactor became loose.